Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. The device was unable to undergo the displacement test nor was it able to be verified for the button error alarm due to the blank display anomaly. The following cosmetic damage was found: minor scratches on the lcd window, cracked case near the display window corners, cracked reservoir tube lip, and a cracked reservoir tube. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the button error alarm. The customer stated that the pump was splashed with water. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.